Event description:
It was reported that during use a bd syringe luer-lok¿ tip was found leaking as " defeat of leakage on the barrel of syringe." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: two photos were returned for investigation. A dented mark on syringe barrel was observed from photo returned for investigation. Three actual samples returned for investigation and observed dent on syringe barrel. Actual sample was subjected to leak test and observed no leak from the dented mark. DHR review showed no abnormality during production that could influence the reported defect. The dented barrel could be due to a part that got jammed at the out-feed dial at the assembly machine. The jammed parts may have not been properly cleared by the production technician which resulted escapees to the downstream process. On-job training blueprint was initiated to include verification that no damaged parts flow to the outfeed after auto-reject station and remove all damaged parts if detected. The ojt training was conducted and released in august 2017. A sensor to detect parts jam at outfeed rail had been installed in september 2017. This batch is produced before the corrective action. The team will continue to monitor for any re-occurrences. Corrective action implemented and affected batch is produced before the corrective action. Continue to monitor the nonconformance.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd syringe luer-lok¿ tip was found leaking as " defeat of leakage on the barrel of syringe." There was no report of exposure, injury or medical intervention needed.